Event description:
It was reported to manufacturer by the vns patient that the device had been disabled due to shortness of breath. The shortness of breath event improved after the device was disabled. The patient now reports feeling pain at the "generator to the neck along the line of the lead." Attempts to obtain additional information from the treating physician are underway.